Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: on the second firing the jaws locked on tissue. The doctor had to use a 5mm clip applier to transact the area around the 030449 which made it possible to remove. Operative time was delayed by 45 minutes.